Event description:
This customer reported that the device had shock/pacer equipment malfunction and clicking noises. There was no pt involvement.

Manufacturer narrative:
(B)(4). This customer reported that the device had shock/pacer equipment malfunction and clicking noises. There was no pt involvement. The device was evaluated at philips and autotest failures for charge and shock were noted. Replacement of the therapy pca resolved the symptom.